Event description:
I had a contaminated vaginal mesh put on me. I woke up extremely sick in hospital have had one problems after another, it affected every organ in my body. I've had many surgeries but am still dealing with numb leg, sme, brain damage, sore constantly on my skin, lost teeth, most of colon; it just goes on and morgellons too, among many other things no one here treats morgellons. "Is there any help for me" I've coded 3 times on the table, lost teeth just doesn't end. I need help so bad I've looked everywhere, "can you help me." Thank you, (B)(6). Is the product compounded? No. Is the product over-the -counter? No.